Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist that approximately 2 years, 11 months, and 29 days post transfemoral tavr with a 26 mm sapien 3 ultra valve, the valve failed due to stenosis. The valve was explanted.

Event description:
It was reported by the field clinical specialist that approximately 2 years, 11 months, and 29 days post transfemoral tavr with a 26 mm sapien 3 ultra valve, the valve failed due to stenosis. The valve was explanted. Per medical records the patient has history of valve-in-valve 26-mm sapien ultra valve in 25-mm edwards magna valve (2022). The patient now presented with chest pain and shortness of breath and was admitted for workup. Transesophageal echocardiography (tee) showed severe prosthetic valve aortic stenosis, a mean gradient of 47 mmhg, peak velocity of 4.4 m/sec, and severe aortic valve insufficiency (perivalvular leak). It was decided to proceed with a redo aortic valve replacement procedure ((B)(6) 2025). Preoperative diagnoses: severe bioprosthetic aortic valve stenosis, acute on chronic diastolic heart failure. According to the explant procedure operative report, the intraoperative tee confirmed the evidence of calcified bioprosthetic failure. A 27-mm edwards inspiris resilia bovine bioprosthetic valve was successfully implanted. The patient was taken in hemodynamically stable condition back to the ICU.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records received. Sections b5, b7, g6, h2, h6: clinical code and device code in this section have been updated. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The explanted sapien 3 was returned in a jar with no solution. The frame was deformed likely due to explantation. The leaflets are dehydrated and wrinkled. An x-ray was taken on the valve, and calcification was on the leaflet. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on returned product and medical record received. Available information suggests patient factors likely contributed to the event as patient has medical history of hyperlipidemia and diabetes. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.